Manufacturer narrative:
The device was returned due to premature battery depletion. The longevity estimation was performed and the battery voltage was found to be lower than expected. However, during the analysis, the device behaved normally, and the power consumption of the device was measured and found to be normal. The cause of the premature battery depletion was unable to be determined.

Event description:
During follow-up, premature battery depletion was observed on the device. Technical support was contacted and suggested explanting and replacing the device to resolve the issue. Device explant and replacement is anticipated to be performed to resolve the issue. The patient was in stable condition.

Event description:
Additional information received indicated the issue was resolved by explanting and replacing the device.